Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfired. Block h11: the device was not returned; therefore, no physical or visual examination could be performed, and the reported event of device misfired could not be confirmed due to the lack of objective evidence. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review was completed and confirmed that the event of device misfired was defined in the risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the most probable cause of the reported issue could not be determined due to insufficient evidence. In the absence of device return, device evaluation, or additional objective evidence, the most probable causes remain unknown. Therefore, this complaint is concluded with an investigation conclusion code of "unable to exclude device problem," as the investigation does not provide sufficient evidence to confirm or rule out the reported device malfunction.

Event description:
It was reported that during a procedure performed using a capio slim device, the device misfired. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that during a procedure performed using a capio slim device, the device misfired. The procedure was completed with another of the same device. No patient complications were reported.